Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that patient's pocket revision was cancelled as the patient was doing well.